Event description:
It was reported that lead fracture and externalized conductors were observed under fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.